Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis of the lead showed multiple signs of abrasion along the lead. Further inspection confirmed the clinical observation since the lead body was massively damaged by crushing about 18.5 cm distal of the is-1 connector pin. In this area, the inner conductor helix was fractured, which the electrical analysis confirmed. This damage manifestation is with high probability to be regarded the cause of the clinical observation. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (crushing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. During the mechanical analysis, a mandrin could be inserted into the lead only for about 18 cm. For that reason, the fixation mechanics could not be tested. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.

Event description:
It was reported that approx. 54 months after the implantation a lead breakage was noted. The lead was damaged as the result of subclavian crush syndrome. The lead was explanted and replaced.